Event description:
It was reported that the scrub nurse was positioning the guide on the impactor and while screwing in, the tip of the rod broke. The tip was on the service table. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: canada. Visual examination of the provided pictures identified the tip of the guide rod has fractured. There are several wear lines present review of the device history record(s) identified no deviations or anomalies during manufacturing medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip has fractured. There are wear marks along the shaft and near the fracture site. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.